Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood were observed. The slide lock was engaged. The plunger was not depressed on the delivery device. The anchor tab and tension spring were loaded in the delivery tube with the seal extending outside the tube. The seal was cracked at the middle coil with blood observed on the seal. No blood was observed in the delivery device or tube. The following measurements were taken; the inner delivery tube diameter was measured as 0.198 in. The outer diameter was measured at 0.220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the complaint was confirmed for "failure to load" and "cracked seal." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm unraveled in the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The physician was in the process of loading the hsk-3038 when it unraveled in the loading device. Another hsk 3038 was loaded and the case was completed without complication. Customer is requesting a no charge replacement and has the defective product available for return.

Manufacturer narrative:
(B)(6) 2016 10:42 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.(B)(4).

Event description:
(B)(6) 2016 01:04 pm (gmt-5:00) added by (B)(6) ((B)(4)): the hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm unraveled in the loading device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The physician was in the process of loading the hsk-3038 when it unraveled in the loading device. Another hsk 3038 was loaded and the case was completed without complication. Customer is requesting a no charge replacement and has the defective product available for return.